Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented air aspirated. Dilator only was inside prior the issue, sheath prepped as normal, flushing then insertion of dilator wiped with saline. As advised when prepping catheter an aspiration was attempted, and air was present through the sideport tubing not in length of sheath. This indicates the valve has a fault as it is the only way for air to be introduced, no forward irrigation was ever applied. The procedure was completed successfully without patient complications. The device is expected to be returned.